Event description:
On 15-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 39 mg/dl. The user¿s caregiver administered fast-acting carbohydrates and glucagon, and glucose values returned to range. No hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.